Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, guide wire separation occurred. Upon removal of the guide wire it was noted that tip separation occurred and the tip remained in the mid left anterior descending. Attempts to retrieve the separated portion were unsuccessful. The pt was returned to the cath lab the same evening with an occluded left anterior descending that could not be reopened. Reportedly the pt experienced an acute myocardial infarction.

Manufacturer narrative:
Qa analysis revealed that the unit was returned with the core broken and the coils unraveled. The separated tip was not returned with the device. Quality engineering determined the root cause of the core failure was fatigue followed by tensile overload. Upon review of cine sequences, it is apparent the guidewire was advanced to the extreme distal end of the artery and bucking in the distal anatomy. This is an indication, as noted in the product IFU, that there was not free guidewire movement. As part of co's quality process, 100% of all guide wires are inspected microscopically during the packaging phase of mfg for damage, bends and kinks to ensure proper device structure and integrity. Qa will continue to monitor for this type of product performance issue. No corrective action is warranted at this time. This MDR is considered closed by the qa dept.